Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided.

Event description:
Doctor reported screw fracture and fitting issues. After follow up, they confirmed that were able to remove the fractured part from the implant and fitting issue was indicated by error, they noticed that screw was loose due to its fracture.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) iuniht, (certain titanium hexed screw) for evaluation. Visual evaluation was performed, no fracture/malfunction identified. DHR review was completed for the subject lot number 1258670. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258670 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw a definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. No fracture/malfunction identified. The reported event is unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.